Event description:
It was reported that a patient presented with post-paced t-wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient was stable before, during, and after the event.